Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 115310 lot 067720 glenosphere 36 mm standard , 115370 lot 041080 humeral tray 44 mm std , xl-115363 lot 593370 humeral bearing 44mm 36mm std.

Event description:
It was reported the patient was revised approximately three months post-implantation to address disassociation of the glenosphere and base plate. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported the patient was revised approximately three months post-implantation to address disassociation of the adaptor from the base plate. No further information is available at this time.

Manufacturer narrative:
(B)(4). Report source: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is being considered for a revision to address disassociation of the glenosphere and base plate. No further information is available at this time.